Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 44 mg/dl and 300s-range mg/dl. Customer was not feeling hypoglycemic or hyperglycemic symptoms; however, he treated himself with 2 glipizide tablets of 10 mg based upon the reading of 300s-range mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.